Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill, low battery alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a strong smell of insulin and it had a grinding noise when it is priming and rewinding. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. Customer was getting the low battery alert every 2-3 days and the occasional bad battery alarms. Customer stated that the button error alarm was present in history at or around the time that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.